Event description:
The customer reported being hospitalized for high blood glucose. Troubleshooting was performed. The insulin pump had an alarm after resetting the time and date and the customer did not clear the alarm.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.